Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that an undetected motion of the patient reference tool caused the issue. No software issue was detected. (B)(4).

Event description:
It has been reported that during a spine surgery, an inaccuracy issue was observed. During the drilling of 1 screwm the surgeon noticed that the robot arm was "pulling" the patient on the right. The surgeon immediately released the safety switch pedal. The procedure has been completed with a traditional surgery technique.